Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport attached to a catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The distal catheter segment was not retuned. Therefore, the investigation is inconclusive for the reported tube fracture issue as the distal catheter segment was not returned for evaluation. Furthermore, the clinical condition alleged in the reported event cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the patient allegedly experienced itching from infusion. It was further reported that the patient allegedly had an increased swelling around the port site during infusion. Furthermore, dye test/fluoroscopic x-rays did not show leak but the tubing was allegedly found to be fractured. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the patient allegedly experienced itching from infusion. It was further reported that the patient allegedly had an increased swelling around the port site during infusion. Furthermore, dye test/fluoroscopic x-rays did not show leak but the tubing was allegedly found to be fractured. There was no reported patient injury.